Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between the (B)(6) 2014. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.